Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a receiver will not charge. No additional patient or event information is available. The receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened for interior inspection and passed inspection. The receiver log was reviewed and a screen error alert and firmware errors were observed. A review of the data log confirmed the customer complaint. A root cause could not be determined. The reported issue of receiver will not charge is reportable based on the finding of error icons displayed.